Event description:
A medical technologist in the coagulation laboratory was comparing lot 953124 with another previously used lot 953076 of the same kit by running both lots in parellel to test a plasma that had been confirmed to be deficient in protein s activity. The test plasma had an expected level of 38% activity; however lot 953124 obtained 54%, whereas the lot 953076 yielded 43%, the latter being much closer to the target value (38%). This overestimation by lot 953124 was not neglibible, and was considered to be due to the test plasma being from a heterozygous pt. In the united states the distributor has not received any report of this nature about lot 953124 as of this date.invalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated. Results of evaluation: unanticipated. Conclusion: device was out of spec in a manner that relates to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device recalled by manufacturer/distributor. The device was destroyed/disposed of.